Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a scratch on the bending section cover, damage on the acoustic lens, and deformation of the switch box. Also, evaluation found the bending angle in the up direction and the play of the up/down knob was out of sepecification due to wear of the angle wire, the bending section cover adhesive was detached, chipped, and cracked, the connecting tube was buckled and wrinkled, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe, there was a chip in the adhesive between the acoustic lens and ultrasound probe, a flare occurred due to ascratch on the objective lens, the light guide and objective lenses were cracked, the scope cover plate was peeled, the paint on the air/water cylinder was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera ultrasound gastrovideoscope was leaking air/water. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was insufficient adhesive in the screw holes at the distal end. The report is being submitted due to insufficient adhesive found during evaluation.